Manufacturer narrative:
For use by user facility/importer(devices only): the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 4568 implantable pacing lead, 2004-06-14. (B)(4).

Event description:
It was reported the patient's device "slid[ ] into [the] axilla" and eroded. The device and leads were extracted. The patient was treated with antibiotics. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4)-the device was returned to the manufacturer and analyzed. The device experienced normal depletion and met expected longevity.

Manufacturer narrative:
Further review prompted a change in the device analysis results.